Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician was performing the procedure and found the guidewire is kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the physician was performing the procedure and found the guidewire is kinking. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one guide wire inserted through a cvc 2-lumen for analysis. Signs of use in the form of biological material were observed. Visual analysis revealed that the guide wire contained two kinks and a bend. The kinks were at the j-bend while the bend was near the center of the guide wire making it misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks near the j-bend measured 413mm and 445mm from the proximal weld. The guide wire length measured 451mm, which is within the specification limits of 451.25mm-449.75mm per the guide wire product drawing. The guide wire outer diameter measured 0.52 mm, which is within the specification limits of 0.51mm-0.55mm per the guide wire product drawing. The returned guide wire was inserted through a lab inventory 20 ga introducer needle. The undamaged portions of the guide wire passed with little to no difficulty. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two kinks and one bend in the guide wire. The guide wire met all relevant dimensional and functional requirements. Based on the customer report that the damage was observed during use and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.